Manufacturer narrative:
This report is submitted on september 09, 2019, by cochlear ltd.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the abutment was removed under a general anaesthetic.